Manufacturer narrative:
The mcs instrument nor the tip cover accessory have been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory fell off into the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, the "orange part" of the mcs instrument broke off and fell inside the patient on the intestinal bowel. The surgeon was able to retrieve the fragment with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr stated the mcs was inspected prior to the start of the procedure. During energy activation, the surgeon noticed the orange part of the shaft (tube extension) was bent. At that time, the surgeon attempted to remove the mcs from the area operation. As the mcs was being extracted through the cannula, the tip cover accessory attached at the distal end of the mcs and fell off into the patient. It was confirmed that no fragments from the mcs instrument broke off. The surgeon was able to retrieve the tip cover accessory and complete the procedure with no patient harm. When inquired about the status of the tip cover accessory, the csr indicated that it was likely the site had disposed of it.